Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical record review: vena cava filter was placed preoperatively to gastric bypass surgery at the l2/3 interspace. The left renal vein was noted at t12 and right renal vein at l1. Approximately five years post filter deployment, CT showed a tilted filter lower than average and the filter hook is on the wall. Approximately six years post filter deployment, vena cava filter was removed with grasping forceps. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Based on the medical records, the investigation can be confirmed for tilted filter. Per the provided medical records, the filter was implanted prior to gastric bypass surgery. Per the instructions for use (IFU), "the safety and effectiveness of this device has not been established for morbidly obese patients. Open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter." Therefore, it is possible the procedure affected the stability of the filter. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - movement, migration or tilt of the filter are known complications of vena cava filters. - filter tilt - filter malposition precautions: -the safety and effectiveness of this device has not been established for morbidly obese patients. Open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter tilted anteriorly and the apex was embedded in the wall. The device was removed percutaneously. The status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter tilted anteriorly and the apex was embedded in the wall. The device was removed percutaneously. The status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, six years of post-deployment, the patient scheduled for the filter retrieval, the right internal jugular vein. Filter was tilted anteriorly and to the right with the tip embedded in the wall. The grasping forceps were used to dislodge the tip of the filter from the inferior vena cava wall. Then filter was removed. Therefore, the investigation is confirmed for the filter tilt. Based on the available information definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The current instructions for use states: warnings: - movement, migration or tilt of the filter are known complications of vena cava filters. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Precautions: -the safety and effectiveness of this device has not been established for morbidly obese patients. Open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter. -potential complications: - movement, migration or tilt of the filter are known complications of vena cava filters. - filter tilt. - filter malposition. H10: b6, g3. H11: g1, h6(method, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.